Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-7300sr batch number on the outside tube of the device 47682148 was received for evaluation. Visual inspection identified heavy, horizontal lines along the outer diameter of the distal tube, consistent with a site of metal debris production at the cutting head. Scratches lines were observed inside the outer tube. After removing the outer box, horizontal wear was observed at the proximal end at the tip and along the inner tube shaft. The inner tube¿s cutting edges show nicks and damage. The evidence indicates that the event is consistent with prying/leveraging against bone. After removing the inner tube, both tubes were tested on the surface plate ID#650 for straightness. Both tubes failed, indicating that both tubes were bent. The most likely cause for the reported failure is a user error. Per dfu-0215 at revision 0. Section f. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/ burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic knee surgery the shaver produced metal abrasions. The knee was irrigated to ensure that no metal debris remained in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.